Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to extrusion of electrode. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 8, 2023.